Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is not functioning and will not turn on, not enough pressure. There is no allegation of serious or permanent harm or injury. No medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is not functioning and will not turn on, not enough pressure. There is no allegation of serious or permanent harm or injury. No medical intervention was not specified. The previous report stated that this report was not complete, which was incorrect. This report is being filed to correct this information.